Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the pacemaker could not be interrogated via the inductive want. It was then observed that the pacemaker failed to generate low voltage output. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no telemetry and lv output was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.